Manufacturer narrative:
Review of the system data shows that the laser capsulorhexis and fragmentation was completed without issue and laser found to have functioned as designed. An unidentified underlying patient condition may have caused or contributed to the reported capsule rupture. No further clinical follow up.

Event description:
On 06/27/2024, it was reported to lensar customer service that dr. (B)(6) had capsule rupture on patient ID (B)(6) on (B)(6) 2024. The brake was right after lensar treatment, and he had to implant the iol into the sulcus.